Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's detached dso seal- torn. It is unknown if there was patient involvement.

Manufacturer narrative:
Investigation summary: confirmed customer complaint of "dso seal delaminated" through visual inspection. Replaced dso (downstream occlusion) seal. Performed dso/uso (upstream occlusion) calibration. Validated repair through dso/uso sensor test. Upon further investigation, found, uso seal delaminated, air detector nicked. Replaced battery compartment, uso seal, air detector. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed air detector test and verify air detector height. Performed pvt (performance verification testing). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.